Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the distal end of the shaft of the 3.0 mm drill bit, was broken off. The shaft's edges were chipped. Functional testing was not performed due to the damage to the device. Per dfu-0023-eo e. Inspection and maintenance - 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use, and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. The most likely cause of this failure is wear and tear damage incurred during repeated drilling processes with the driver and extended use in the field. Manufacturing date 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an inverse shoulder prosthesis surgery with modified glenoid system while drilling the last drill channel, the tip of the drill broke off and remained in the patient. The breakage was only discovered during the x-ray check of the implant placement. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.